Event description:
Three people at one facility reported having a red rash on their hands while wearing latex med gloves. One rec'd med intervention. She was given a prescription of lotrisone cream. The other two did not seek treatment. No report of permanent impairment.